Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have no capture at maximum outputs. Impedance had dropped significantly. The patient was admitted to the hospital and the rv lead was surgically repositioned. After repositioning, the rv lead had good electrical performance and measurements were within acceptable limits. No additional adverse patient effects were reported.